Event description:
Patient had surgery and the next day, the patient noticed bruising on forearm and upper arm. Patient discharged post-op day two and still had pain; felt like "everytime I put my arm on anything it would hurt." Patient saw primary care provider (pcp) initially and was told it was bruising from the IV and IV draws. Pain continued and pcp ordered an ultrasound. Foreign object discovered on ultrasound. Pt required local anesthesia to surgically excise what pathology report described as "a 0.6cm in length and 0.1 cm in width and thickness, tan-white foreign body with what appears to be a central sharp and pointed silver metal portion of needle. No soft tissue identified." This tip was surgically excised after discovery by ultrasound and followed by stitches.